Manufacturer narrative:
After further review of additional information received. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
(H3) the revision reported was likely the result of an insufficient bond between the implant and the bone which led to aseptic (non-infected) loosening of the femoral stem. The most probable root cause associated with the reported event of "loosening - femoral stem¿ is associated with weakened integration of the device at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported, this (B)(6) y/o female patient¿s primary right tha was performed 15 months ago. At some point the femoral stem became loose and fell into varus. The revision was performed anteriorly. The alteon ha was grossly loose and was able to be removed by hand. Patient was revised to a novation pf splined stem standard offset size 12 and a 32mm +0mm biolox delta head. Patient was last known to be in stable condition following the event. The device will be returned for evaluation.